Event description:
An adverse event report was received from a user facility in (B)(6) indicating that the patient received thermal burns from a liposonix treatment in the abdomen. The treating physician alleges that crusts occurred, which peeled off and healed. However, as a result, the patient suffered post-inflammatory hyper- pigmentation. Pih will resolve over time with treatment. The physician stated that there were no device error messages noted.

Manufacturer narrative:
The evaluation of the system logs and any applicable accessories has been completed. All system data indicated that the system was working within specification. No failure was detected. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
The unit was not returned for evaluation. We are unable to confirm any device failure.